Event description:
In 2007, the pt was newly diagnosed with arterial fibrillation, placed on anticoagulants and became acutely confused. The pt was brought to another hosp and CT demonstrated intracranial hemorrage. The pt was then transffered to this hosp. Craniotomy with ventricular drain placed in left lateral ventricle. Two weeks later, during removal of the drain, the drain fractured and partially remained in the cranium per CT. Ten days later, removal of the drain followed by insertion of a left frontal subdural peritoneal shunt took place.

Manufacturer narrative:
Evaluation: no product or lot number was provided by the customer. However, based on the information provided, it is feasible to say that the catheter encountered excessive force during removal. A review of our procedures found this device is visually inspected 100% to assure that it is free of damage, dirt and foreign debris prior to further processing.